Manufacturer narrative:
Additional information was received from the patient profile form that the filter fractured, there was perforation of the filter r strut(s) outside the inferior vena cava (ivc), migration of entire filter other than to heart, migration of fractured strut(s), tilt, filter embedded in the walls of the ivc, blood clots, clotting, and/or occlusion of the ivc and stenosis. There were two removal attempts, 21 days apart. The fractured struts were removed from the patient¿s body. The patient reports having severe pain and suffering, including emotional distress. The device also caused thrombosis, stenosis and perforated the vena cava resulting in a pseudoaneurysm. During the second removal attempt a broken piece of the device migrated into the patient¿s pulmonary artery. The patient had to have stents put in due to collapsed arteries. The patient also has narrowing of arteries in the legs that also required stents due to the filter malfunction, the pain is still unbearable at times. The patient also suffers from reduced blood flow. Medical records from the second removal attempt was provided. An inferior venacavogram was performed. This demonstrated a patent inferior vena cava. The filter is in an infrarenal location. Sequela of partial thrombus and scar tissue within the caval wall is noted. Additional venogram of the left common iliac vein was also performed demonstrating nonocclusive chronic thrombus. Flow was maintained. Over the through-and-through access, a 16-french laser sheath was advanced onto the filter. Using a combination of back tension and the laser, the majority of the filter was removed. There were at least 2 remaining fragments along the caval wall after filter removal. Cavogram was performed following filter removal. This demonstrated that the ivc remained patent. There was mild intimal injury of the caval wall. Given the remaining fragments, additional retrieval was performed using the forceps. During forceps retrieval of the first fragment, there was embolization of this fragment into the pulmonary artery vasculature. The fragment was visualized within the left pulmonary artery. The patient remained stable throughout. Given the findings, a 7- french braided sheath was placed within the right groin. The left pulmonary artery was catheterized using a montefiore catheter and wholey wire. The 7-french sheath was advanced into the left pulmonary artery. A loop snare was then used to retrieve this fragment which was then removed through the sheath. Limited pulmonary arteriogram was performed following removal and demonstrated a widely patent left pulmonary artery without evidence of injury. The remaining fragment was then removed with the forceps. Cavagram was performed. This demonstrated that the ivc was patent. However, there was an intimal injury resulting in a small contained pseudoaneurysm. This area was balloon molded with a 16 x 4 maxi balloon. Following angioplasty, cavogram was performed in multiple obliquities. This demonstrated fast flow within the cava and non-flow limiting intimal injury without evidence of bleeding. Given the findings, no additional intervention was performed. The patient had a CT venogram of the abdomen and pelvis approximately 2 months later. The patient had continued lower extremity swelling despite compression use. Several small metallic fragments within the wall of the ivc are unchanged from prior. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Part 1: it was reported that a patient underwent placement of a trapease filter. The information provided indicated that the device malfunctioned by migrating. Approximately four years post implantation of the filter, the patient underwent removal of the device secondary to it having malfunctioned. Additional information was received from the patient profile form that indicated that the filter fractured, there was perforation of the filter strut(s) outside the inferior vena cava (ivc), migration of entire filter other than to heart, migration of fractured strut(s), tilt, filter embedded in the walls of the ivc, blood clots, clotting, and/or occlusion of the ivc and stenosis. The patient reports having severe pain and suffering, including emotional distress and that the device also caused thrombosis, stenosis and perforated the vena cava resulting in a pseudoaneurysm. The patient also reports to have narrowing of arteries in the legs that also required stents due to the filter malfunction. The patient also suffers from reduced blood flow. The indication for the filter implant and procedural details of the implant have not been provided. There were two removal attempts, 21 days apart, procedural details of the first removal attempt have not been provided. During the second removal attempt the right internal jugular vein and right femoral vein were accessed. The procedure was performed with the patient under general anesthesia. A pigtail catheter was placed in the infrarenal inferior vena cava below the filter, from the groin access. A venacavogram was performed and demonstrated a patent inferior vena cava. The filter was in an infrarenal location. Sequela of partial thrombus and scar tissue within the caval wall was noted. Additional venogram of the left common iliac vein demonstrated nonocclusive chronic thrombus. Using a combination of back tension and the laser, the majority of the filter was removed. There were at least 2 remaining fragments along the caval wall after filter removal. Cavogram was performed following filter removal and showed that the ivc remained patent. There was mild intimal injury of the caval wall. Given the remaining fragments, additional retrieval was performed using the forceps. During forceps retrieval of the first fragment, there was embolization of this fragment into the pulmonary artery vasculature. The fragment was visualized within the left pulmonary artery. The patient remained stable throughout. The left pulmonary artery was catheterized using a montefiore catheter and wholey wire. The 7-french sheath was advanced into the left pulmonary artery. A loop snare was then used to retrieve this fragment which was then removed through the sheath. Limited pulmonary arteriogram was performed following removal and demonstrated a widely patent left pulmonary artery without evidence of injury. The remaining fragment was then removed with the forceps. Cavagram was performed and demonstrated that the ivc was patent. However, there was an intimal injury resulting in a small contained pseudoaneurysm. This area was balloon molded with a 16 x 4 maxi balloon. Following angioplasty, cavogram was performed in multiple obliquities. This demonstrated fast flow within the cava and non-flow limiting intimal injury without evidence of bleeding. Given the findings, no additional intervention was performed. The patient tolerated procedure well without immediate complication and transferred to recovery bay. Fluoroscopy time was 30.8 minutes. Final impression notes of the procedure indicate successful complex filter retrieval using a combination of the laser sheath and forceps. Additional loop snare retrieval of embolized filter fragment in the left pulmonary artery. Non-flow limiting intimal injury of the inferior vena cava treated with balloon molding. The patient will be followed clinically and with a follow-up CT scan. Approximately four months later a computerized tomography venogram was performed for evaluation of patency. The patient was still having continued lower extremity swelling despite compression use. There was known stenosis within the iliac veins status post stenting of the left common iliac vein and balloon angioplasty of the left common iliac, external iliac, common femoral and superficial femoral veins one month earlier and three months post filter retrieval. Comparison was made of a CT scan that was performed one month prior. Impression was: status post stenting of the left common iliac vein extending into the left common femoral vein which appears patent and status post ivc filter removal with mildly improved narrowing of the infrarenal ivc. Unchanged residual fracture fragments within the ivc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Without procedural films available for review the reported tilt could not be confirmed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited information available it is not possible to determine an exact cause for the difficulties encountered. Review of the limited information suggests that possible procedural factors may have contributed to the migration and perforation. Without procedural films or explant films it is not possible to determine what factors may have contributed to the fracture and tilting of the device. Blood clots, clotting, ivc occlusion, stenosis, and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Development of a pseudoaneurysm is most likely related to inherent risks of a procedure. Anxiety does pain do not represent a device malfunction and may be related to underlying patient specific issues and/or patient pre-existing conditions. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implantation date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The device subsequently malfunctioned by, inter alia, migrating. She was told that the device could be left in safely permanently. Approximately four years post implantation of the filter, the patient underwent removal of the device secondary to it having malfunctioned. The patient has suffered significant medical expenses, pain, suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a plaintiff underwent placement of a trapease tm filter. The implant procedure was also performed in the state of virginia. The device subsequently malfunctioned by, inter alia, migrating. She was told that the device could be left in safely permanently. Approximately four years post implantation of the filter, the patient underwent removal of the device secondary to it having malfunctioned. The patient has suffered significant medical expenses, pain, suffering, ioss of enjoyment of life, disability, and other losses.